Event description:
It was reported by the customer that the vial contains a foreign object. Verbatim: the vial contains a foreign object. Appears to be lint or a piece of card board. Un-open right out of the tray.

Manufacturer narrative:
(B)(6) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Manufacturer narrative:
Pr (B)(4) follow-up emdr for device evaluation: one sample was provided to our quality team for investigation. The returned sample was a vial, and the vial contained a small piece of material that looked similar to cardboard; therefore, the reported failure could be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001452698 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the available information we are not able to identify a root cause at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Event description:
It was reported by the customer that the vial contains a foreign object. Verbatim: the vial contains a foreign object. Appears to be lint or a piece of card board. Un-open right out of the tray.